Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this patient has high thresholds in the right ventricular lead. Sensing and lead impedance were noted to be within normal range. During the lead revision procedure, the right ventricular lead was wrapped up with the left ventricular lead in the pocket. The rv lead had a couple of lines on it, which were possibly suture sleeve indentations. As per additional information that was received from the field representative, the rv lead was not dislodged, and that the patient was having consistent diaphragmatic stimulation with no capture. The patient was pacer dependent. This rv lead was then surgically abandoned and a new rv lead was implanted successfully. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.